Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned guide, it was noted that a portion of a trocar drill pin is seized in one of the guide holes of the tibia cut guide. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill pin got stuck in the drill hole. Despite the malfunction, the user was able to successfully complete the tibia cut as needed without any issues. No adverse events were a result of this malfunction.